Manufacturer narrative:
B1 adverse event/product problem - corrected from adverse event to adverse event and product problem. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of ¿stenosis with stent deformation¿. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management.

Event description:
It was reported that the during the left internal carotid artery-clinoid (c5 segment) aneurysm procedure, the subject flow diverting stent was implanted successfully. Three months post procedure, 70% stenosis was noticed on the proximal end of the subject flow diverting stent. Digital substraction angiogram (dsa) showed also showed stenosis which required percutaneous transluminal angioplasty as a medical intervention. The adverse event had a causal relationship with the procedure and the subject flow diverting stent, probable relationship with dapt and underlying condition or disease. Additional information received on 10-mar-2023, stated that there was fish mouth configuration was also observed at the subject flow diverting stent as per images performed on (B)(6) 2023.

Event description:
It was reported that the during the left internal carotid artery-clinoid (c5 segment) aneurysm procedure, the subject flow diverting stent was implanted successfully. Three months post procedure, 70% stenosis was noticed on the proximal end of the subject flow diverting stent. Digital substraction angiogram (dsa) showed also showed stenosis which required percutaneous transluminal angioplasty as a medical intervention. The adverse event had a causal relationship with the procedure and the subject flow diverting stent, probable relationship with dapt and underlying condition or disease. Additional information received on 10-mar-2023, stated that there was fish mouth configuration was also observed at the subject flow diverting stent as per images performed on (B)(6) 2023. Update: additional information received on 19-feb-2024 stated that on 05 apr 2023, almost 6 months post subject stent implantation procedure, the patient developed adverse event ae2 stutter after being retreated for the stenosis of 80% with pta (percutaneous transluminal angioplasty) and implantation of a credo heal stent. Ae2 was described as slight abnormalities of speech and movements. The adverse event had a possible relationship with the procedure and the subject flow diverting stent as per cec (clinical events committee) adjudication. Adverse event is still ongoing. No treatment was required. Computed tomography angiography (cta) imaging revealed that after flow diverter u current stenting of aci (anterior circulation ischemic) bilaterally regular contrast of large cervical u intracranial kind. Without vessel breakdown. No icb o fresh territorial infarct demarcation. Ae#1 of 70% stenosis proximal end of flow diverter: stenosis proximal end of fd was recovered/resolved on the same day ((B)(6) 2023). No additional information available.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 health impact code grid - health effect - impact code - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of ¿stenosis with stent deformation¿ and ¿patient neurological deficit¿. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of ¿stenosis with stent deformation¿. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that the during the left internal carotid artery-clinoid (c5 segment) aneurysm procedure, the subject flow diverting stent was implanted successfully. Three months post procedure, 70% stenosis was noticed on the proximal end of the subject flow diverting stent. Digital substraction angiogram (dsa) showed also showed stenosis which required percutaneous transluminal angioplasty as a medical intervention. The adverse event had a causal relationship with the procedure and the subject flow diverting stent, probable relationship with dapt and underlying condition or disease. Additional information received on 10-mar-2023, stated that there was fish mouth configuration was also observed at the subject flow diverting stent as per images performed on (B)(6) 2023.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of 'patient parent vessel stenosis'. The device remains implanted inside the patient's vasculature.

Event description:
It was reported that the during the left internal carotid artery-clinoid (c5 segment) aneurysm procedure, the subject flow diverting stent was implanted successfully. Three months post procedure, 70% stenosis was noticed on the proximal end of the subject flow diverting stent. Digital substraction angiogram (dsa) showed also showed stenosis which required percutaneous transluminal angioplasty as a medical intervention. The adverse event had a causal relationship with the procedure and the subject flow diverting stent, probable relationship with dapt and underlying condition or disease.